Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during manual prime. Blood glucose value was 7 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a loose/flush drive support disk. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.